Event description:
It was reported that there were occurrences of noise on a patient's atrial and ventricular leads. Patient is not dependent. Noise appeared on both the a and v channel. It is unknown if further testing was performed. The lead remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.